Event description:
Per the report received from germany, edwards received notification of a pascal precision ace procedure in tricuspid position. During procedure a single leaflet device attachment (slda) occurred. There were anatomy/procedural complications due to poor imaging, a huge gap of 14mm, severe tethering of the septal leaflet and tightly lying pacemaker lead which additionally affected septal leaflet movement. Device was implanted antero-septal anterior of the pacemaker lead in 8/2 clocking. Tricuspid regurgitation level did not improve, it was torrential prior to the procedure and post-procedure. Patient's final outcome was stable condition and screening was planned to treat with another transcatheter device.

Manufacturer narrative:
This report serves as both the initial and final medical device report (MDR), incorporating the findings from the investigation. The event is captured by edwards lifesciences under complaint #: (B)(4). It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformance's related to the complaint event were identified. The device was not returned for evaluation as it remained implanted. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) intra-procedure was confirmed with empirical evidence based on information provided by edwards clinical specialist (cs) who was present on the site. Available information suggests imaging related issues and patient anatomy likely contributed to the event. Per event description, there were anatomy/procedural complications due to poor imaging, a huge gap of 14mm, severe tethering of the septal leaflet and tightly lying pacemaker lead which additionally affected septal leaflet movement. Based on extensive complaint investigations, the root cause for slda events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformances. The pascal and pascal precision IFU and training materials provide adequate instructions on device implant, leaflet capture, and optimization prior to release. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.